Event description:
Rptr followed all instructions as to hair removal and the hair did not slide out. She paid 3495.00 for the unit, has returned the unit to the co, but has not received any refund from them.